Event description:
Reportedly, a follow-up was scheduled for (B)(6) 2017 but the patient died in the meantime (the date is unknown). The device was explanted and interrogated by the cardiologist on (B)(6) 2017. It was found in emergency mode (recommended replacement time had reached). According to the cardiologist, the patient died due to cancer of intestine (not device related). It was reported also that the penultimate follow-up dated (B)(6) 2016 showed that the battery impedance was at 1.85kohm. The subject device will be returned for analysis.

Event description:
Reportedly, a follow-up was scheduled for (B)(6) 2017 but the patient died in the meantime (the date is unknown). The device was explanted and interrogated by the cardiologist on (B)(6) 2017. It was found in emergency mode (recommended replacement time had reached). According to the cardiologist, the patient died due to cancer of intestine (not device related). It was reported also that the penultimate follow-up dated (B)(6) 2016 showed that the battery impedance was at 1.85kohm. The subject device will be returned for analysis.

Manufacturer narrative:
Preliminary analysis of the returned device confirmed it operated as specified.

Event description:
Reportedly, a follow-up was scheduled for (B)(6) 2017 but the patient died in the meantime (the date is unknown). The device was explanted and interrogated by the cardiologist on (B)(6) 2017. It was found in emergency mode (recommended replacement time had reached). According to the cardiologist, the patient died due to cancer of intestine (not device related). It was reported also that the penultimate follow-up dated (B)(6) 2016 showed that the battery impedance was at 1.85kohm. The subject device will be returned for analysis.